Event description:
Caller reported a power source issue with an alert. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by leaving the wall adapter plugged into a working outlet for at least 30 minutes, allowing the pump to begin charging. No further assistance was needed.